Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdl device approximately 10 years ago. About two months ago the patient developed lower back pain. Imaging found that the poly inlay had expulsed. No additional medical intervention has been reported. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdl device remains implanted within the patient therefore no device evaluation could be completed. Imaging was provided that showed that the poly inlay had expulsed. There were no anomalies related to the complaint found during the complaint investigation. A reason for the inlay expulsion in unknown. This submission is 2 of 3 devices involved in this event.

Event description:
Patient was implanted with a pdl device approximately 10 years ago. About two months ago the patient developed lower back pain. Imaging found that the poly inlay had expulsed. No additional medical intervention was reported at this time.